Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that during a meniscal repair; the surgeon went to deploy the first backstop and the trigger mechanism broke inside. This was double bagged and available for return. The surgeon used another implant to complete the surgery successfully. There was no delay in the surgical procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # ==> (B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Correction: upon further review of the complaint, it was determined that the reported malfunction is unlikely to cause or contribute to serious injury or death if it were to recur. Therefore, this complaint is not reportable. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. It was reported in the previous report that this was not a reportable complaint. However, upon further review it was determined that this complaint is likely to cause or contribute to serious injury or death if it were to recur. Therefore, this complaint is reportable. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. It was observed that the trigger of the device was loosened and appeared to be detached from the internal firing mechanism. Both implants were still loaded inside the plastic sleeve. It was also observed that the plastic sleeve was not deformed in any way. It is possible that the surgeon did not insert the needle far enough into the tissue, as indicated by the plastic sleeve showing no signs of deformation. When this occurs, the first implant will not be deployed through the tissue and instead get stuck on the outer surface of the tissue. When this happens, excessive force can occur on the trigger thus causing it to break. However, given the information provided we cannot discern a definitive root cause for the reported failure. A non-conformance search was conducted to investigate any defects during production identified that may contribute to the complaint condition. No non-conformance was identified for this part-lot number combination. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4).

Event description:
Additional event information received on 11/21/2018. It was reported by an affiliate that the product was collected by dhl 9/10/2018, request sent to product safety person responsible for mitek shipments to update ramo with awb and close missing device 21.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by dfa. Depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch. A follow-up medwatch will be filed as appropriate. Investigation summary: pending investigation. UDI: (B)(4).